Manufacturer narrative:
The reported guide wire was received at csi for analysis, engaged with the wirion filter. Visual examination confirmed that the guide wire was fractured. Scanning electron microscopy showed evidence of fatigue and rotational damage on the proximal wire section. These findings combined with the fracture location were consistent with a fracture resulting from the drive shaft spinning too close to the spring tip. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The root cause of the fracture event was considered to be use not consistent with the instructions for use (IFU). The diamondback peripheral orbital atherectomy system IFU warns: when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guide wire and csi filter were advanced to the tibioperoneal trunk and posterior tibial artery in preparation for treatment of heavily calcified lesions in the superficial femoral (sfa) and popliteal arteries. The popliteal artery was 90% stenosed, and the sfa had diffuse disease with areas of 80% or higher stenosis. The filter was deployed in the distal popliteal artery. Orbital atherectomy was performed in the sfa and popliteal arteries, and the orbital atherectomy device was removed. The user then noticed that the viperwire guide wire had fractured, and the filter remained in vivo. A snare device was used to retrieve the filter and distal viperwire fragment. The patient was stable following the procedure.